Manufacturer narrative:
The lifeband in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During shift check, the two lifebands (lot # unknown) did not retract, and the autopulse platform (sn: (B)(4)) displayed an unknown user advisory (ua) error message. Per customer, the lifebands were not tested in another autopulse platform. No further information was provided by the customer. No patient involvement. Please see the following related MFR reports: MFR # 3010617000-2020-00848 for the autopulse platform (sn: (B)(4)). MFR # 3010617000-2020-00864 for the lifeband #1.